Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Revision total hip due to lose femoral stem.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: the principal problem of this case is cup malposition leading to an overload condition with stem loosening. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. In this case, the cup has a low inclination of 34° with a close to zero anteversion where the normal range should be within 15° - 25° of anteversion. The low cup inclination with absent anteversion make the system vulnerable to impingement between the neck of stem and the acetabular cup rim during a multitude of hip movements effectively representing device-device impingement. The repetitive shear forces across the implant-bone interfaces of stem and cup cause excessive micro motion counteracting bone ingrowth fixation. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: cup malposition in low inclination and absent anteversion has contributed to an overload condition in the bearing section of the arthroplasty leading to stem loosening. Effects magnified by the patient¿s obesity. The cup bone-interface was protected against early loosening by supplemental screw fixation. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision total hip due to lose femoral stem.